Event description:
Information was received from a healthcare provider regarding a patient receiving bupivacaine, dilaudid, and clonidine via an implanted pump. The indication for pump use was malignant pain. It was reported that the patient had a reaction after the pump was either flushed or replenished. The caller stated that the patient came in apneic, needed CPR (cardiopulmonary resuscitation) and was comatose on arrival. The patient was now opening their eyes and talking. The caller wanted to know if the pump could be turned off. The caller was transferred to the nas (national answering service).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.